Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does not stay on after booting up. There was no adverse patient impact reported.

Manufacturer narrative:
One therapy pca was returned for failure analysis and found to be defective. Capacitor c105 was found to be leaky.